Event description:
Approximately 1 year(s), 8 month(s) and 29 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced disassociation of polyethylene. Poly popped out without real trauma. Decreasing motion over last several months. The patient underwent a standard reverse revision, and the outcome of this event is considered resolved.

Manufacturer narrative:
D10: concomitant device(s): 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 320-08-42 - glenosphere exp 42mm +4mm offset: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-15-07 - sup/post aug plate, l rs glenoid baseplate: (B)(6). 315-35-00 - glnd kwire: (B)(6). 315-35-00 - glnd kwire: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6). 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: (B)(6). 531-55-88 - ergo gps 3.2mm drill kit sterile: (B)(6). H10: 1038671-2024-03241 and 1038671-2025-02791. The revision was likely the result of disassembly between the humeral liner and humeral tray and loss of range of motion as reported. However, these failures cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.